Event description:
During a lumbar lami w/fusion procedure (6+ hours) the patient was returned (two days later) to the operating room for a secondary procedure. It was noted that the patients forehead was red and signs of blistering. Patient stated that he believed it was the result of the surgery.